Event description:
The consumer stated that she developed cellulitis and was hospitalized after incontinence undergarment usage. She indicated that she used her current package for about 10 days. On (B)(6) 2013, she started to not feel well and felt fatigued. On (B)(6) 2013, she developed a fever of 102. She visited the emergency room and was admitted to the hospital after being diagnosed with cellulitis on her left buttock. She did not notice any symptoms from the infection due to numbness from a recent back surgery. She was prescribed five different oral antibiotics and four intravenous antibiotics while hospitalized. She was discharged on (B)(6) 2013 and prescribed flagyl 500 mg and ciprofloxacin 500 mg. She stated that she is feeling better and there is only a small area that is still inflamed. She indicated that her doctor did not advise her to discontinue use, but recommended that she wear underwear under the incontinence garment.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(4) 2013. Two complaint companion samples were evaluated, but did not reveal any abnormalities.